Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Per sales rep, metal femoral head dissociated from the stem. The trunnion of implanted stem was damaged. Both stem and head had to come out.

Manufacturer narrative:
An event regarding wear involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that undated x-ray confirms disassociation but deemed the information insufficient and rejected it for a medical review, further information such as operative reports, clinical and past medical history, dated x-rays and examination of explanted components are needed to complete the medical assessment. Conclusions: based on provided medical information consulting clinician indicated that undated x-ray confirms disassociation however, wear of the trunnion could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as operative reports, clinical and past medical history, dated x-rays and examination of explanted components are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Per sales rep, metal femoral head dissociated from the stem. The trunnion of implanted stem was damaged. Both stem and head had to come out.